Event description:
Clinical adverse event received for increasing pain and swelling. Event is not serious and is considered mild. Event is possibly related to device and definitely not related to procedure. Doi: (B)(6) 2012; doe: unk (right knee aspirations); dor: (B)(6) 2021; (right knee).

Manufacturer narrative:
Product complaint # (B)(4). This device was also reported on (B)(4) as the patient experienced adverse events on different days with the same device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) 2021. Patient received bilateral pfc sigma tkas to treat pain disability secondary to end-stage patellofemoral disease. Both patellas were resurfaced and unknown cement was utilized. The procedure was completed without complications. The patient received an unspecified number of right knee joint aspirations to treat pain and swelling. Clinic visit dated (B)(6) 2021: patient presents with progressive right knee pain, stiffness, and swelling. Physical examination confirms significant right knee warmth and swelling with 1-2 mm varus/valgus laxity. X-rays identify a stable left knee and right knee with femoral, tibial, and patellar lucency. Patient is referred for revision of the right knee. Also, another additional information received confirmed that there were 3 joint aspirations performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: the device was also reported on (B)(4) as the patient experienced adverse events on different days with the same device. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.